Event description:
Customer reported a button error alarm. The customer's blood glucose was 57 mg/dl. He had treated his blood glucose with food. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back up plan. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.